Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location; further described as ¿the water leaked all over the machine and outlet¿. This occurred during unknown process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.